Event description:
It was reported that post implant the external electrocardiogram recorded asystole. The patient felt dizzy. The pulse generator exhibited over sensing and no ventricular output. The patient was in complete heart block. The device was reprogrammed. The patient was on monitored bed for 5 days, for dialysis. During this time no further instances occurred. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.